Event description:
It was reported that the patient presented after receiving a patient notifier for non-sustained lead noise. Programming changes were made. The patient condition is fine and device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.